Manufacturer narrative:
Currently it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the reservoir is leaking at the connection between the reservoir and the tubing connector.